Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open blister under the blue velcro ECG electrode. The blister was oozing clear liquid from it. The patient took the device off. There is no indication of a device malfunction. The patient did not seek out medical intervention. The patient's current medical outcome is unknown.